Manufacturer narrative:
H6- investigation findings- malfunction observed without conclusive finding. The complaint for premature detachment of implant from delivery system/unable to actuate implant was confirmed with objective evidence. Investigation suggests that a torsional load (unintended torque) was applied to the ic finger joint. Additionally, manufacturing variation in the ability of the ic to withstand unintended torque are potential root causes to finger detachment for this complaint. However, a definite root cause is unable to be determined for this specific complaint. No manufacturing non-conformities were found in the returned sample. A CAPA was initiated and referenced in this regard.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where the device was prepped according to IFU procedure. The device was not noticeably flexed or torqued while inside the loader or gs. The edwards proctor also reminded the physicians before device insertion into the guide sheath (gs) not to orient anything on the implant system (is) until it is fully exposed out of the guide sheath. The device was steered down to the valve area in routine fashion by adding steerable flex and advancing. Once trajectories were adjusted, the operator opened the device to capture ready, and it was immediately noticed that the device was pulling away from the ic on fluoro, and had the physician close the implant. A finger detachment was verified on fluoro and it was begun to configure the implant system to bail, according to the finger detachment steps. The operators had initial trouble getting the device into the gs, but once they adjusted the suture tension for a second time, they were able to elongate the device enough for it to be retrieved into the gs. The operators were unable to pull the device through the gs valves, so the system was removed with the device inside the gs. A wire was reinserted into the la and the procedure was started again using new devices. There were no patient injury or adverse events.